Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the external portion of the patient¿s driveline was confirmed through the evaluation of the returned portion of the driveline. The account reported superficial damage to the silicone jacket on the patient¿s driveline. There were no alarms associated with the damage. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 14¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Layers of tape were observed approximately 0.5¿-9.5" from the metal connector. A tear in the silicone jacket was observed 0.25¿ from the connector, and the jacket was missing entirely from 2.5"-4", 5"-7.5", 8"-10". Areas of severe breakdown of the metal braided shield were observed approximately 2¿-11¿ from the metal connector. Microscopic and visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, is currently available. This document contains information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had external driveline replacement due to driveline outer jacket damage.